Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet prompted a restart during supply change and rewind, repeatedly displaying an alert related to a motor stall and preventing progression, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a device malfunction characterized by failure to infuse, associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.